Manufacturer narrative:
Patient demographics (age at time of event, date of birth, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore, the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Typically, this type of event is caused by improper angulation, not centering the coring reamer over the collared pin and/or the use of excessive force. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Facility will not release the device.

Event description:
It was reported that during a left acl reconstruction and while drilling the tibial tunnel, the coring reamer stopped advancing approximately half way through. The surgeon attempted to keep advancing the reamer but was unsuccessful. He then pulled the device back through the tunnel. At this time the tip of the reamer was found to be mushroomed. It was discovered that this had caused the inside of the bone tunnel to become scorched. The surgeon then cleaned up the tunnel with the use of a rasp/burr. The drilling of the tunnel was completed using a different reamer. Due to the extra widening of the tunnel a larger implant was inserted. A swivelock was also inserted as a backup device to secure the repair. Hard bone quality.